Event description:
On (B)(6) 2010, the pt reported she noticed moisture in the cartridge compartment of her infusion device while performing the cartridge change procedure. She stated the insulin cartridge may have been leaking, although, she did not see a visible leak. She was instructed to dry the cartridge compartment with a cotton swab. She then completed the cartridge change procedure. Upon follow up on (B)(6) 2010, the pt stated she was not able to completely dry the moisture from the infusion device. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. The insulin cartridge was discarded. The infusion device was replaced and requested to be returned for eval.